Event description:
A patient reported experiencing inaccurate low results with a lfs, one touch ultra meter. The patient's blood glucose results were 132 mg/dl, 237 lab. Tests were done within 10 minutes with a difference of 44%. Patient did not experience any adverse events. No further information has been reported.